Event description:
On 12-may-2021: follow up information was submitted because the result of complaint investigation of the returned used device (1 set) showed that all the test results were within specification. Based on the result: medical device problem code, component code, type of investigation code, investigation findings code and investigation conclusions code were updated. Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, it was reported that the patient's infusion set, and tube part was broken, and insulin leaked. Reportedly, the patient was hospitalized at the hospital when this event occurred. The patient replaced the infusion set on (B)(6) 2021. During that time, she had used it without problems, and she did not remember getting it caught or dropped. There was no zipper on the pouch to put the pump in, and it was not pinched. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, it was reported that the patient's infusion set, and tube part was broken, and insulin leaked. Reportedly, the patient was hospitalized at the hospital when this event occurred. The patient replaced the infusion set on (B)(6) 2021. During that time, she had used it without problems, and she did not remember getting it caught or dropped. There was no zipper on the pouch to put the pump in, and it was not pinched. No further information available.